Manufacturer narrative:
Patient city: (B)(6) patient country: italy request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in italy. It was reported that the patient experienced a hyperglycemic event on 28-feb-2026. The patient blood glucose level was high due to no auto correction, and the patient was treated using auto correction. No further information available.